Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0322641. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor for this issue. Investigation conclusion: the complaint gauge is 22g,assembly at auto line 3 in (B)(6) 2020,packaging at (B)(6) in (B)(6)2020, lot quantity is 186k. Reviewed the in process test and outgoing test report for this lot product, and all test results met the product specifications; no abnormalities found. Reviewed the production reocrd and machine troubleshooting records for this lot product, and no abnormality, deviation or rework activities discovered. No defective picture or sample returned, could not confirm the indwelling needle packaging was not tight, and air leakage state. The plant has 100% inspection for single package before the single package is loaded into the middle box. If the single package is damaged and air leakage, it will be observed and removed. During the storage and transportation of products, if the products are squeezed by external forces, the single package may be damaged and leak air. The same batch of retained samples were observed; no abnormality found. No similar complaint received from the same lot number. No defective sample returned and no abnormality found on manufacturing process. The root cause of the air leakage in the indwelling needle package could not be confirmed .the plant will keep monitoring for this sort of failure.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced damaged unit packaging resulting in a breach in product sterility. The following information was provided by the initial reporter: at 10:00 on (B)(6) 2021, the responsible nurse checked the outer package of the indwelling needle when preparing intravenous infusion for the patient and found that the package was not tight and the air was leaking.